Manufacturer narrative:
This report is submitted on behalf of the manufacturer ((B) (4)) and the importer ((B) (4)). Niti has re-evaluated this event during a retrospective review; and has determined the event to be MDR reportable. The compliant involved 2 devices. This report refers to the second device (device 2). The device was not returned for evaluation. No additional information is available. Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices and the current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.

Event description:
The patients underwent anastomosis procedure using the car 27 device. Two different events of leaks were reported. This report is related to one event.